Event description:
It was reported that the patient no longer had the manufacture¿s device implanted and that it was removed due to an infection in the ¿sack.¿ it was noted that the infection nearly killed the patient and the patient could not recall when it was explanted or by what physician. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Corrections: patient code (B)(4) applies. Conclusion code no longer applies.